Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring = clear . Customer returned pump for alleged cosmetic damage located a crack on the back of the pump found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Pump not received with original battery cap. Battery cap damaged unknown. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked keypad overlay, scratched lcd window, missing display window/cover, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked, serial number label missing, label damage(end cap label faded) and cracked retainer. Cosmetic damage was confirmed cracked case-corner of belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.